Event description:
It was reported that the patient dropped their device and the device stopped working. It was noted that the device was able to work when plugged in with the ac cord, indicating a potential battery connection defect. As a result, the patient was hospitalized due to the event. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. There is no confirmation for the return reason of battery connection defect. Zeolite is found contaminated, which is possibly caused when it absorbs the moisture. Compressors is found noisy, which possibly caused due to bad housing bearing.